Event description:
It was reported that the patient got a yellow wrench alarm and exchanged their system controller. Upon interrogation the alarm appeared to be an emergency backup battery (ebb) fault alarm. The center noted they were unable to open the back of the system controller to exchange the ebb, and the back of the system controller felt like it was glued in. Log file review confirmed the reported ebb fault on 23apr2025, there were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the back cover of the system controller being stuck could not be confirmed, as the heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. The reported event of an emergency backup battery fault alarm was able to be confirmed during review of the submitted log file. The event log file contained approximately ~3 hours of relevant information on 23apr2025 (15:22:56 to 18:29:58 per timestamp). An emergency backup battery fault alarm was observed to activate at 18:08:01 due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded voltage and unloaded voltage of the battery was measured to be outside of the designed threshold. The system controller¿s ability to operate the pump was unaffected by the alarm. The emergency backup battery fault alarm stayed active until the system controller was exchanged and shut down later that day. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The root cause of the system controller¿s back cover being difficult to remove could not be conclusively determined. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 2 ¿system operations¿ states that it may be necessary to install a replacement emergency backup battery if the current one expires, or if prompted by an emergency backup battery fault alarm. This section also describes how to perform a system controller exchange. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with emergency backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.